Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected suspend alarm. Customer¿s blood glucose level was 70 mg/dl. Other relevant blood glucose level was 217 mg/dl and 220 mg/dl. Customer stated that the suspend was not last longer than 2 hours. Customer performed self test and it was passed but they were unable to bolus. The insulin pump will not be returned for analysis.